Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer (shengyurui medical) for investigation. Shengyurui medical reports: "patient was on cannula 1820 for 2-3 weeks, maybe longer. Skin breakdown occurred. So , the problem was caused by the customer's failure to comply with the "disposable" requirement. It is concluded that the plasticizer in raw material pvc may be migrated acceleratly if disinfected by alcohol many times. The product is disposable and is not recommended for repeated use."

Event description:
It was reported "patient was on cannula 1820 for 2-3 weeks, maybe longer. Skin breakdown occurred." Unknown what type of skin breakdown occurred at time of report. No patient harm reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient was on cannula 1820 for 2-3 weeks, maybe longer. Skin breakdown occurred". Unknown what type of skin breakdown occurred at time of report. No patient harm reported. Patient condition reported as "fine".